Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited noise that was being oversensed to the maximum tracked rate and triggering auto mode switches. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed, while the reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 16.1 ¿ 16.7 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.